Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Console logs from the reported day of event are consistent with complaint and show multiple placement-related events. Data logs indicate periodically low snr values correlated with placement signal pulsatility. Inspection and testing of the console revealed defect of the optical bench which resulted in periodically low snr values. The root cause was a defective optical bench. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted to support a patient. During support, placement signal unreliable were observed on the associated automated impella controller. Motor current is normal, and echo performed, and impella is in appropriate position. There was no harm to the patient.